Event description:
Dissection occured during introduction of enroute nps arterial sheath. Surgical patch was performed and micro access was gained through patch arterial sheath, and arterial sheath was placed in cca. A 0.014 wire still found in dissection plane. Sheath was removed and incision was lengthened and dacron graft was sewn in. Transcarotid artery revascularization (tcar) was successfully performed through the graft with successful stent placement in the ica.